Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the pump¿s black box showed that the last basal delivery was on 07/31/2017. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The complaint of an inaccurate delivery issue could not be adequately investigated; the keypad was unresponsive due to moisture ingress inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that the pump caused the patient to have a blood glucose less than 70mg/dl but more than 40mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.